Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.

Event description:
The event involved in pur transfer set, clave, 15 units which is reported that the tubing is broken, resulting in a massive leak of chemotherapy drug (cyclophosphamide). This explosion sprayed the nurse administering the drug with cytotoxic material. Given the known incompatibility between ICU devices and the ready-to-use injectable cyclophosphamide 2000mg/4ml from reddy laboratories, and as an alternative to part number 011-h2781, attempted to use cytology connections with a filter, part number 011-h3407, during manufacturing, but this did not resolve the issue. There was no reported patient involvement.